Event description:
It was reported that during a procedure the black button of the foot control was missing. No back-up device was available. No delay or patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported serial number (B)(6) showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for serial part number 10863 for the past 3 years found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨functional - missing component¨ include, but are not limited to: 1. Damage sustained to the foot control set point switch which could have been caused by running over with another portable object/machine, being stepped on or being dropped. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.